Manufacturer narrative:
Batch review performed on 12-06-2025. Lot: 2427777: (B)(4) items manufactured and released on 27-11-2024 expiration date: 2029-11-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional components revised: batch review performed on 12-06-2025. Liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot: 2422255: (B)(4) items manufactured and released on 03-09-2024 expiration date: 2029-08-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 3 months from primary the patient came in due to signs of an infection due to a wound dehicense. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.